Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon opening the plate columbia ag 5% sb 90mm 20 contamination was identified. The following information was provided by the initial report: "the plates are contaminated (freshly opened package)".

Manufacturer narrative:
Event description: the customer reported the plates are contaminated (freshly opened package) complaint history review: the complaint history has been reviewed and similar issues were registered for this catalog number; however no trend was identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: retain samples couldn't be reviewed has the complained batch was already expired when issuing the complaint. Return samples were not provided but pictures showing black spots on the plates were shared. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. Since the complaint was issued after the expiration date of the product, no further actions will be initiated. Investigation conclusion: based on the above mentioned investigations, the complaint cannot be confirmed. However bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that upon opening the plate columbia ag 5% sb 90mm 20 contamination was identified. The following information was provided by the initial reporter "the plates are contaminated (freshly opened package)".